Event description:
On (B)(6) 2015, the distributor contacted animas and alleged the following: the patient was diagnosed with diabetic ketoacidosis (dka) on the night of (B)(6) 2015, was hospitalized and treated with insulin infusions. Blood glucose was 33.3mmol, (600 mg/dl) with ketones 7.3. The patient had changed the site on (B)(6) 2015, and a bent cannula was found. The diabetes educator (de) was adamant that the pump was not delivering insulin at the basal rate programmed into the pump. De states patient uses pump only for normal bolus, and patient does not use any advanced features, but that the pump was definitely not delivering properly. There were no blood glucose values entered into the device for review. The patient recovered and was released from the hospital. This complaint is being reported due to the allegation that the patient experienced dka related to inadequate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
No defect was found. Unable to duplicate the complaint. The black box shows an unexplained power on reset on (B)(6) 2015 15:48. Pump was powered back on (B)(6) 2015 16:02; deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.. Pump completed 24hr duration testing with no issues duplicated.